Event description:
The peritoneal dialysis (pd) patient reported to fresenius customer that they were hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain caused by a stomach ulcer. The patient felt that they developed an infection while hospitalized as the facility did not provide renal replacement therapy for three days. A white blood cell (wbc) count obtained and tested on (B)(6) 2025 while hospitalized presented with approximately 100/mm3 with 85% polymorphonuclear (pmn) cells. The patient was diagnosed with peritonitis that was suspected by the patient¿s nephrologist to be caused by constipation. The patient was prescribed intraperitoneal vancomycin at 1000 mg every 5 days for two weeks to address the infection. The patient was able to undergo renal replacement therapy while hospitalized (modality not reported). The patient was discharged home on (B)(6) 2025 with recovering abdominal pain and clear abdominal effluent fluid noted during a post-hospitalization home visit by clinic staff on (B)(6) 2025. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical review; a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be more than likely attributed to intraabdominal sources as reported by the patient¿s nephrologist. It is well known that peritoneal infection may stem from intrabdominal sources, particularly a transmigration of bowel flora during constipation as suspected in this case. Though effluent fluid cultures were not reported, a reduction in symptoms in response to intraperitoneal antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius customer that they were hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain caused by a stomach ulcer. The patient felt that they developed an infection while hospitalized as the facility did not provide renal replacement therapy for three days. A white blood cell (wbc) count obtained and tested on (B)(6) 2025 while hospitalized presented with approximately 100/mm3 with 85% polymorphonuclear (pmn) cells. The patient was diagnosed with peritonitis that was suspected by the patient¿s nephrologist to be caused by constipation. The patient was prescribed intraperitoneal vancomycin at 1000 mg every 5 days for two weeks to address the infection. The patient was able to undergo renal replacement therapy while hospitalized (modality not reported). The patient was discharged home on (B)(6) 2025 with recovering abdominal pain and clear abdominal effluent fluid noted during a post-hospitalization home visit by clinic staff on (B)(6) 2025. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.